Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system error. Customer's blood glucose level was unknown. Customer was advised to discontinue the use of the pump. Insulin pump will not be returned for analysis.